Manufacturer narrative:
The reported event was lead dislodgement. A complete lead was returned in one piece for analysis. The s-curve height was measured within specification.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited failure to capture. An x-ray revealed that the ra lead had dislodged. Patient presented for ra lead revision. The ra lead was repositioned during the procedure on (B)(6) 2025. During the procedure, it was noted that the left ventricular (lv) lead dislodged which was able to be confirmed via fluoroscopy. The lv lead was explanted. The physician opted to add epicardial lead for the patient. The patient was in stable condition.